Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the ventricular assist device (vad), a pulmonary vein dissection was discovered while coming off bypass and starting the vad. The patient was put back on bypass to repair and convert to venoarterial extracorporeal membrane oxygenation (ECMO) due to hemodynamic instability and bleeding. The outflow graft was cannulated into the aorta, leaving the vad implanted but not in use. The patient was extremely unstable post-operative with multi system organ failure, requiring massive blood products and vasoactive medications for support. The family withdrew care due to poor prognosis and the patient died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced respiratory distress/dysfunction. The patient was also treated with intravenous (IV) fluids, continuous veno-venous hemofiltration, hemodialysis and dialysis.